Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 600-700 mg/dl with small to moderate ketones. The cartridge and infusion set were changed to address the occlusion alarm and elevated bg. The customer continued to use the pump for insulin therapy.